Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted air bubbles inside the wash pump and a partial crack inside the valve manifold. The fse then replaced the valve manifold assembly and upgraded both pumps with tensioners. The fse then performed alignments and ran system check and high sensitivity (hs) system check and noted all passed within specifications. The fse also ran a accutni+3 precision run within specifications with no fliers. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the wash valve manifold.

Event description:
The customer contacted bec (beckman coulter) on (B)(6) 2016 to report non reproducible and discrepant troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The patient's first sample (designated as sample one) was processed on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and an elevated result, above the assay's normal reference range, was obtained. The sample was then repeated in duplicate on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and mixed results, one above the assay's normal reference range, and one within the assay's normal reference range, were obtained. The sample was also processed on an alternate analyzer, methodology unknown, and a result of 0.31 units unknown, was obtained. A second sample from the same patient (designated as sample 2) was processed on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and an elevated result, above the assay's normal reference range, was obtained. The initial result of 0.01 ng/ml was reported outside of the laboratory a corrected result of 0.4 ng/ml was then sent out. There was no change to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. The customer reported system check and precision run recovered within assay and instrument specifications at the time of the event. The customer also reported quality control (qc) was recovering within customer established specifications prior to the event. The samples were collected in 3 ml or 5 ml gold top serum separator tubes (sst) that were allowed to clot for 30 minutes and centrifuged for ten (10) minutes at 3900 rpm (revolutions per minute). The samples were re-centrifuged prior to repeat analysis. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.